Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units. There was no adverse impact to the customer's blood glucose level. To resolve the issue, customer loaded a new cartridge.